Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in set) alarm during use. The home patient (hp) was connected at the time of the alarm. The hp had already cycled the power on the hc to clear the error. The technical service representative (tsr) had the hp check the lines and bags and found that an unused supply line clamp was open. The tsr had the hp disconnect using aseptic technique to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide instructs users that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.